Manufacturer narrative:
UDI (di): (B)(4).

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital for a system extraction due to pocket erosion and infection. There were no complications noted during the procedure.